Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device misfired several. The device was left with a note and no other information. No patient consequence was noted.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Premature sled movement, damaged anvil, damaged articulation bar. Additional information requested and received: how was the procedure completed? New stapler used. On what tissue type was the device used? Stomach not very thick tissue. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Possible first or second. If echelon, during which stroke did the event occur? Down stroke as soon as trigger pulled. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Yes. If so, which product? Seamguard. Was the instrument fired across or near an existing staple line or clip? Near, not across. Dr (B)(6) made conscious effort not to go across staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No dr peters had to use manual safety release. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No patient consequences. The analysis results found that the device was returned with the anvil bent upwards and misaligned. The instrument was loaded with a cartridge that was partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. After further evaluation, it was noted that the articulation bar was damaged. Please note that in order to articulate the device, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, the staples were malformed due to the condition of the anvil. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments.